Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14086907, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that contacts on the patient's leads were not working. The patient underwent a revision procedure when the leads replaced. The patient was doing well postoperatively.